Event description:
Reporter was working on a pt and the handpiece became so hot that it burned the pt. The pt's tongue was behind a rubber dam so reporter was unaware that burn was occurring. Burns were 2nd degree with blistering and sloughing. The pt couldn't talk or swallow without severe pain for 2 weeks. Reporter had to give the dental work away and MFR takes no responsibility for the incident neither will they service device or send a sales rep. Apparently, with proper maintenance this should not occur, but reporter was never given those instructions by MFR. These devices took the place of air-driven handpieces that did not get hot when they failed, but reporter was never told that these new devices work in a different way than the air-driven and therefore, do get hot when they fail. This incident happened within the first month of purchase of device and reporter has not even paid for it. Reporter plans to return device to MFR. Reporter understands this is happening throughout the dental community because of reading about it in a dental periodical.